Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "clear piece of plastic on expander".

Event description:
Healthcare professional reported that when a tissue expander was opened, "a clear piece of plastic" was sitting on the expander and the surgeon "was not comfortable using that one in fear of potential contamination and risk of infection". Device was not implanted and did not make contact with the patient. Surgery was completed with a backup device. Device will be returned.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ foreign material on implant: not observed. As per the investigation procedure, observed device intact and functional were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported that when a tissue expander was opened, "a clear piece of plastic" was sitting on the expander and the surgeon "was not comfortable using that one in fear of potential contamination and risk of infection". Device was not implanted and did not make contact with the patient. Surgery was completed with a backup device. Device will be returned.